Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02858. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used to treat a post-polypectomy site during a colonoscopy procedure. According to the complainant, during the procedure, two clips would not release from the catheter. No tissue damage or additional bleeding was reported as a result of this event. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and the control wire was separated per design. The clip assembly was not returned with the device. Since the clip assembly was not returned for evaluation and the device appears to have been deployed properly, a root cause could not be confirmed for this complaint. The returned device showed no evidence of the alleged malfunction and without the clip assembly, no further investigation could be completed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02858. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used to treat a post-polypectomy site during a colonoscopy procedure. According to the complainant, during the procedure, two clips would not release from the catheter. No tissue damage or additional bleeding was reported as a result of this event. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be in "good" condition at the conclusion of the procedure.